Manufacturer narrative:
Device received with a constant blank flashing white light on the display and constantly beeping due to vertical cracked lcd controller, cracked and bleeding on lcd glass. Device was received with broken off the end cap. The p-cap locks properly into place.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had dropped. Customer¿s blood glucose level was unknown. Customer stated that the tubing came off and fell on tile. Customer stated that they cannot read the display because scratches on it. Customer was advised to discontinue the use of the device. The insulin pump will be returned for analysis.